Manufacturer narrative:
Other . Review of the log files show that alarm 321 - "battery disconnected" is active after each start-up. No other technical alarms, warnings or error logs visible. Circuit system test was successful. The observed problem was solved after performing a full calibration. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 was delivering more volume than what was set while connected to a patient. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with the event.